Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The pastic coating on the instrument trays are delaminating.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted instrument case found instrument bracket delamination. A search of the complaint database against the complaint sample product codes found additional reports of bracket delamination. The root cause of the bracket delamination is unknown. The instrument cases are old (mfg 2008 / 2009) and have been subjected to heavy usage which could be a contributing factor. Based on the low frequency of reported events of bracket delamination and no reports of surgical delay or patient harm, no corrective action is being pursued at this time. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.